Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006, patient underwent CT scan. Impression: there are modest disc degenerative changes at c4-c5, c5-c6 and c6-c7 but no significant central or lateral recess encroachment at any level is seen. On (B)(6) 2008, patient underwent MRI of knee w/o contrast. Impression: 1. Tear, posterior horn of the medial meniscus. 2. Mild medial and patellofemoral degenerative changes. 3. 5cm popliteal cyst without recent partial rupture. On (B)(6) 2008, patient underwent MRI of cervical spine w/o contrast. Impression: 1. Degenerative changes with disc desiccation, disc bulging and facet degenerative changes. 2. At the l4-5 level, there was an intraspinal synovial cyst arising from the medial aspect of the left facet joint producing an impression on the thecal sac. 3. There is no significant spinal or neural foraminal stenosis. On (B)(6) 2009, patient underwent additional acdf for adjacent level disease. On (B)(6) 2009 patient underwent MRI of cervical spine w/o contrast. Impression: 1. Degenerative changes of the lumbar spine, most pronounced at the l4-5 and l5-s1 levels. Overall, these are unchanged from the prior examination of 11/21/08. 2. No significant spinal canal stenosis or neural foraminal narrowing at any lumbar level. 3. Previously noted small intraspinal synovial cyst artsing from the medial aspect of the left facet joint at the l4-5 level is no longer visualized. 4. The conus is unremarkable, unchanged. Patient underwent x-rays. On (B)(6) 2009, patient underwent lumbosacral spine x-ray. Impression: 1. Mild levoscoliosis with degenerative disc disease at l4-5 and l5-s1. 2. Minimal anterolisthesls of l4 on l5. On (B)(6) 2009, patient presented for discussion prior to an xlif at l4-l5. Patient was involved in a mva and reported lot of back and leg pain. On (B)(6) 2009, patient presented for follow-up. Patient was involved in a mva on (B)(6) 2009. Patient reported neck and low back pain. Patient reported occasional low back pain with radiation to the right leg in 2008 on (B)(6) 2009, patient underwent following procedures: 1. L4-5 retroperitoneal exposure of spine, 2. L4-5 lateral discectomy, 3. L4-5 cage placement, 3. L4-5 lateral interbody arthrodesis, 4. Use of rhbmp-2; for a pre-op diagnosis of l4-5 hnp with spondylosis and grade I spondylolisthesis. Per-op notes: cartilage and disc was removed form l4-5 level and after that cobb curette under fluoroscopic guidance was used to open up l4-5 disc space. A nuvasive 10 x 18 x 45 lordotic peek cage was filled with three sponges from a rhbmp-2 kit was placed into the l4-5 disc space. The implant was seated without any difficulty in its position was once again confirmed by fluoroscopic ap and lateral images. Second procedure was: 1. L4-5 posterior arthrodesis, 2. L4-5 posterior non segmental instrumentation, 3. Use of bone morphogenic protein; for a pre-op diagnosis of l4-5 hnp with spondylosis and grade I spondylolisthesis. Per-op notes: the l4 and l5 pedicles were localized with a fluoroscopic image intensifier. Two stab wounds were made approximately 3 cm wound, through the fascia, and lined up with the pedicle. At this point the needles were advanced through the pedicle while making on the ap fluoroscopic image that the tip of the needle did not penetrate the medial pedicle wall. Free running emgs did not show a ny nerve root activity during this portion of the procedure. Malleable guidewire's were placed through the jamshidi needles and into the vertebral body. The surgeon repeated the same procedure at the l5 pedicles. Tissue dilators were placed over the guide wires to create an opening in the fascia. A tap was used to machine the starting hole for the screws at each of the pedicles. The emg probe was placed on the tap in each nerve root was stimulated. All of the nerve roots tested well above the threshold for pedicle breach. At this point 45-mm screws were placed over the guide wires and into each of the pedicles. Under fluoroscopic guidance the jamshidi needle was inserted onto the facet joint and the image was saved. The facet joint was found to be gapped open on both sides and easily accepted the cannula. The facet joint was scraped with the needle tip. The surgeon then removed the inner needle and 1 mm wide strips of rhbmp-2 were inserted through the cannula into the facet joint. No complications were reported during the procedure.